Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The customer used the secondary console. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that during a da vinci-assisted surgical procedure that the right master tool manipulator was found to be damaged. The procedure was completed with a secondary surgeon side console, with no reports of patient injury. Intuitive followed up and obtained additional information. In the case, the customer had a dual-console system. When the issue occurred on one console, they used the other available console to continue the procedure. Customer reported that they found the master tool manipulator (mtm) broken in the morning during the first movement of the system, even before pre-anesthesia. Since it happened beforehand, it was better to select internal service activity.